Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) via manufacturer representative (rep) who was implanted with an implantable neurostimulator (ins). It was reported that patient last successfully recharged there stimulator in (B)(6) 2020. He was on rep's schedule at the clinic to see if they could trickle charge him. Tried trickle charging 2x. Unable to trickle charge battery and therefore an order has been placed for his stimulator to be replaced. The issue was not resolved. Surgical intervention is planned and not yet scheduled.